Manufacturer narrative:
An outside of united states (ous) customer reported a falsely depressed enzymatic creatinine patient result obtained on an atellica ch 930 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist (css) reviewed the information provided. A potential product issue was not identified. Contributing factors such as sample integrity and preanalytical variables could not be ruled out. Quality control (qc) was in range and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. System is currently operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed enzymatic creatinine patient result (1 patient) was obtained on an atellica ch 930 instrument. The initial patient result was reported to the physician(s) and was questioned. The same sample was repeated on the same instrument. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed enzymatic creatinine patient result.